Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -12.0/+2.0/059 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer different model lens due to lens rotation and loss of bcva. The problem was resolved. The reporter states, "there were big differences in wtw measurement by opd, iol master and caliper."

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. The lens returned is not the length stated in the claim. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (ohr) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).